Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number UDI and expiration date UDI information are unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the y-site despite green alcohol cap being in place. The line was to be changed per protocol. This was observed during audits. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, e4, h3, h6, h10, h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water were performed, and no defects were observed that could generate the reported condition. Priming was performed, with no issues noted. Functional testing was performed with no issues noted. The sample was left running for 24 hours by gravity simulated usage and no issues were noted. The sample was also connected to a spectrum iq pump with a flow rate of 9.3 ml during 5 hours simulating the usage process and no defects were observed. A water referee back pressure test was performed to all the clearlink and the results were satisfactory. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.